Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator (ins) had helped him some, but it hadn't been doing what the patient had expected of it, so the ins was adjusted a couple of times by two different manufacturer representative (rep)s. The patient noted that the last time his ins was reprogrammed by a rep in (B)(6) 2018, the patient didn't feel the stimulation at all and that didn't work for the patient because ¿the settings were way too high the way the rep adjusted it¿. The patient wanted to meet with a rep so they could help make adjustments to his device. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient met with a manufacturer representative (rep) and they took care of the problem. No further complications were reported.